Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the motion batteries were in spec but low. The batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, when the site was bringing the imaging system into the room, the imaging system powered down. The site was able to power on the system and proceeded with the case. The site was able to take scout shots and 3d spin. When removing the imaging system from the patient and transporting it out of the room, the system powered down again. There was no delay in the procedure and no impact on patient outcome. (B)(6) 2020 it was reported that the system was not properly charged.